Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of three photos. A visual inspection of the returned photos noted a component of the loading unit fell into the patients cavity. This component was a piece of the loading units clamp bar. The type of loading unit in the photos can not be identified. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported conditions. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during fourth firing on a laparoscopic sleeve gastrectomy, while positioning the jaws in the stomach, a part of jaws fell in the cavity. This was retrieved using a grasper. Another reload was used to complete the case. There was no patient injury.